Event description:
Paramedics were called to the patients home because they were nonresponsive. The customers blood glucose was tested and the result was "hi". The paramedics tested with the customers device and received a result fo 60mg/dl. The customer was given glucose gel. The customer was tested again with the paramedics device and the result was 215mg/dl. The customer was given an IV of saline and narcan. At the emergency room the patients blood glucose was 60mg/dl. The patient had a cat scan done. Later the patients blood glucose was 45mg/dl. The patient had a cat scan done. Later the patients blood glucose was 45mg/dl and they were given d50. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.